Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced high glucose while using the ilet with an infusion set (inset) when insulin delivery stopped due to twisted pump tubing; after the tubing was straightened, insulin delivery resumed, glucose began to decrease, and the user chose to delay changing the infusion set until glucose returned to range. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding the device component and an undetermined medical device problem. It was concluded, based on previously established findings for similar reports, that the cause was not established.